Event description:
Pt reported the infusion set is leaky. Pt stated, he noticed leaking twice by the wetness and his blood glucose levels would elevate for no apparent reason up to the 20 mmol/l (360 mg/dl). Pt's normal blood glucose level was not provided. Pt reported the issue occurred a few times, he changed the infusion set cannula and this brought his blood glucose levels down. Pt stated no issues with preparation or insertion. Pt reported no kinking, crimping, or bent cannula was noticed. Pt uses the insertion assist plus device for inserting the infusion sets. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental repot.